Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare professional reports that he loaded the lens without magnification and confirmed the lens to be in correct position prior to closing the injector flaps and depressing the plunger. Haptic breakage was observed upon implantation of the rayner iol into the eye. The healthcare professional has advised rayner that when such incidences occur the stability and centrality of the device is checked and if acceptable, the iol is left in place. If the iol is found not be stable and central it is explanted from the eye. The healthcare facility has not clarified whether the iol subject to this report remains implanted or has been explanted. The healthcare facility has confirmed that no further remedial action is required and that the pt was not injured as a result of this event. The condition of the pt post-operatively has been described as "fine and happy" by the healthcare professional.

Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during implementation of rayner intraocular lens (iol). The event description provided indicates that the iol haptic broke during implantation.